Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic due to vibratory notifier. Upon interrogation, the device was found to be in backup vvi. Device download was performed successfully.